Manufacturer narrative:
Corrected data: additional information received from the investigation confirmed the complaint product was handled. As a result, this event has been re-assessed as not reportable. Device available for evaluation: yes. Returned to manufacturer on: 02/14/2019. Device returned to manufacturer: yes. Device evaluation: product was received on 02/14/2019 inside its original box and daisy wheel. A visual inspection of the returned lens with the unaided eye showed traces of bss/ovd and signs of manipulation by forceps. The complaint event is confirmed, however how and when the damage to the lens was introduced could not be determined. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zct150 19.5 intraocular lens found with a scratch upon receipt. It was never loaded in cartridge. There was no patient contact. No additional information was provided.